Event description:
It was reported that an intellanav mifi oi catheter was selected for use during an ablation procedure to treat a premature ventricular contraction (pvc) condition in the right ventricle. It was noted that the irrigation port of the handle was broken and the irrigation fluid started to leak from the irrigation line. As a result, this catheter was replaced and the procedure was completed without any patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an intellanav mifi oi catheter was selected for use during an ablation procedure to treat a premature ventricular contraction (pvc) condition in the right ventricle. It was noted that the irrigation port of the handle was broken and the irrigation fluid started to leak from the irrigation line. As a result, this catheter was replaced and the procedure was completed without any patient complications. The catheter has been returned to boston scientific for analysis.

Manufacturer narrative:
Visual inspection revealed that the irrigation extension tubing was partially detached/separated from the luer fitting at the adhesive joint. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.